Event description:
It was reported that the patient's lead had 'slid off to the side' and another lead was potentially going to be added to address the side of the patient's body that was not being covered by the stimulation due to the lead migration. Additional information received reported that the patient had stimulation in the wrong location and was possibly not receiving therapy on the patient's right side. It was noted that the patient's physician wanted to remove one leg of the paddle lead and add a perc lead on the side of the paddle lead. It was indicated that the manufacturer represented stated that 'the physician did not implant the lead correct' and that the physician did not want to remove the paddle lead. Further information received reported that a perc lead was inserted next to the paddle lead, wherein one leg of the paddle lead was removed to connect to the perc lead. After the procedure/currently, the patient was receiving stimulation on both sides. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37082, product type extension; product ID 3998, product type lead; product ID 37083, product type extension; product ID 3999, product type lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).